Event description:
It was reported to philips that the buttons on the front bezel assembly had been torn / ripped off. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.